Manufacturer narrative:
One (1) expedium non-cannulated 8x80mm polyaxial screw ¿ bottom loading shank [product code: 1797-12-880, lot no: rl207770] was returned for evaluation. Visual examination revealed that the inner cap (saddle) had become rotated approximately 45 degrees off from its intended location. No other anomalies or damage of any sort were indicative during evaluation. The polyaxial screw shank is undamaged and remains intact with the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the polyaxial¿s inner cap (saddle) becoming rotated off its intended location cannot be positively determined. However, one probable root cause may likely be that the tulip head was subjected to a higher than anticipated load resulting in the inner cap (saddle) becoming rotated off its intended axis location. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Event description:
Dr (B)(6) was removing the iliac screw. As he did the saddle 'jumped' and access and removal of the screw became difficult.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.